Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that approximately one week post implant the patient experienced shortness of breath. It was noted that the patient's representative was concerned about the implantable pulse generator (ipg) function. The ipg remains in use. No further patient complications have been reported as a result of this event.